Event description:
It was reported that the customer's device was unable to deliver defibrillation energy after the charge was completed. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. After evaluation, the customer declined any repair options due to the associated costs. The device was returned to the customer, unrepaired. The cause of the reported failure could not be determined.